Event description:
Initial surgery 2004, posterior fusion with instrumentation. Autograft from iliac crest. Post op day 17 pt developed symptoms-increased pain, drainage from iliac crest incision site. Infection localized at bone graft site only - did not involve spine. Performed washout x 2. Pt on IV antibiotics.